Manufacturer narrative:
(B)(4). There was no alleged malfunction against the device. The complaint states that the patient received medical intervention that was not related to dexcom system.

Event description:
Patient's wife contacted dexcom technical support on 09/11/2015, to report a patient received medical intervention unrelated to dexcom system on (B)(6) 2015. Patient has been experiencing ongoing vomiting and weight loss. Patient's wife reported patient was seen by physician for possible gallbladder disease on (B)(6) 2015. No additional event or patient information is available.